Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During reimplant surgery on (B)(6) 2021, the destruction of the basal turn of the cochlea and fibrous tissue in the cochlea were noted. After surgery, the recipient reportedly experienced no sound to stimulation and poor performance. Programming adjustments were made, however, the issue did not resolve. The recipient became a non user of the device. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The device passed the external visual inspection. Photographic imaging inspection revealed a broken electrode wire near the electrode ground ring. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis confirmed tensile breaks across some electrode wires and an additional electrode. This device was explanted for medical reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. Photographic imaging inspection revealed a broken electrode wire near the electrode ground ring. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed no corrosion. The scanning electron microscopy (sem) analysis also confirmed tensile breaks across some electrode wires and an additional electrode. This device was explanted for medical reasons. However, photographic imaging inspection and sem analysis revealed broken electrode wires near the fantail. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. Photographic imaging inspection revealed a broken electrode wire near the electrode ground ring. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis confirmed tensile breaks across some electrode wires and an additional electrode. This device was explanted for medical reasons. However, photographic imaging inspection and sem analysis revealed broken electrode wires near the fantail. Advanced bionics will continue to monitor failure modes of this type. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.